Event description:
Tattoo remover was treating a tattoo and switched the laser wavelength from 1064 nm to 650 nm by attaching the 650 nm dye conversion handpiece to the end of the articulated arm. She had the pt change the laser safety eyewear to the correct 650 nm glasses, but forgot to change her eyewear to the correct wavelength. When she stepped on the foot switch, she noticed that the 650 nm light was very bright and immediately stopped the laser by releasing the foot switch. She indicates that she saw about 5 flashes before stopping the treatment. After this, she experienced a head ache but had no problems with her vision. I advised her to see a physician to examine her eyes for evidence of damage to the eye. She indicates that the ophthalmologist found no damage and her head ache went away the following day.

Manufacturer narrative:
Rptr acknowledges that she forgot to change her eyewear to the correct wavelength. She indicates that she was trained on the use of the laser and that the instruction included the necessity to change the eyewear when using the polymer dye conversion handpieces. The manual clearly states in several places to wear the correct eyewear when installing the dye conversion handpieces. The adverse event was not caused by a failure of the system or from inadequate training or instructions for use and hence no corrective action is being taken or is necessary.